Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to another device (statstrip). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged meter inaccuracy at an unspecified time on (B)(6) 2017 while she was in the care of the hospital. The patient reported obtaining blood glucose readings of ¿123 mg/dl¿ with the subject meter and ¿82 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient is on insulin pump therapy. During the call, the patient reported taking 18 units of novolog insulin at lunchtime on (B)(6) 2017 in response to the alleged issue. The patient claimed she felt herself ¿bottom out¿ at around 3:30 pm and her blood glucose was measured at ¿32 mg/dl¿ on an unspecified device. The patient was reportedly treated by a doctor at 3:35 pm with cranberry juice. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The patient did not have control solution to perform quality control testing. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.